Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform no delivery test due to prime anomaly. The pump was unable to verify no delivery alarm due to prime anomaly. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported of a no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the no delivery alarm occurred during bolus. The customer stated that they changed the reservoir and tubing today. The customer was advised to test with 5 units of insulin. The customer stated that the pump alarmed no delivery at 1 and 3 units. The customer was advised to disconnect and reconnect the reservoir and tubing.